Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the suture sleeve came free from the newly implanted right ventricular (rv) lead. The suture sleeve was snared from access in the groin and successfully removed. It was noted that when the suture sleeve came free it was wedged in the pulmonary artery. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.